Manufacturer narrative:
On march 10, 2023, mentor received additional information. Mentor became aware that the patient underwent unilateral removal of the right breast implant. As such, medical device removal is no longer applicable to the left device report. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The patient's right prosthesis was replaced with a 600cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture date of explant: (B)(6) 2023 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 57-year-old caucasian female patient underwent a breast augmentation revision surgery with 600cc mentor memorygel breast implants. Post-operatively, the patient experienced baker grade ii capsular contracture of the left breast and baker grade IV capsular contracture of the right breast, which was confirmed via mammogram and ultrasonography. As a result, the patient is scheduled for removal on (B)(6) 2023. This report is for the left implant. Refer to manufacturing report number 1645337-2023-00525 for the contralateral event.